Event description:
Customer states when customer got home, after procedure, customer placed ice pack on customer's face. Customer felt a burning sensation after 10 minutes. The ice pack was leaking and customer noticed blisters to customer's cheek and neck. The area became red and puffy. The swelling went down in a couple of days and customer's sores became scabs. Customer went to a dermatologist who ordered cortisone cream. Customer's skin now shows a pale white patch to the area.